Manufacturer narrative:
H4: the lot was manufactured between august 24, 2023 - august 25, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line; approximately 40% remained in the device. The device contained 3950mg fluorouracil in 0.9% sodium chloride for a total volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.